Event description:
It was reported that during an unk procedure, the device misfired. A new device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.